Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A surgeon reported that the 23 gauge valved entry sys leak during surgery and the valves are too fragile. A non-alcon sys was in use at the time of this event. No info regarding pt impact has been provided. Multiple attempts have been made to retrieve add'l info but none has been received to date.